Event description:
Three screw heads were worn during insertion. The surgeon was able to complete the procedure using spare screws.

Manufacturer narrative:
Investigation in progress, but not yet complete.